Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. The treatment for the peritonitis was not reported. At the time of this report, the patient had not yet recovered. Extraneal and physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
On unreported date(s) in the same year as onset, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.